Manufacturer narrative:
Findings: unit had blank display due to corroded battery tube. Unit had a scratched display window, cracked display window, cracked case at display window corner (all corners), cracked reservoir tube lip and broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the battery leaked into the device. The customer sent the product back for analysis.